Event description:
The tech alleged that the emergency cardio pulmonary resuscitation is not functioning. No pt impact.

Manufacturer narrative:
The tech replaced the trendelenburg valve to resolve the issue.